Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using an in-house contour next meter with the in-house contour next test strips and in-house contour next control solution from lot # 8bv2g23, which gave satisfactory performance. All control readings obtained during the in-house testing were properly marked in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 09:29 a.m., the customer ran a control test and obtained a reading of 289 mg/dl on the contour next meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer.